Manufacturer narrative:
The device was returned to olympus for evaluation. Additional evaluation findings are as follows: the evaluation confirmed that there was no air/water was coming out of the device due to a clogged air/water tube. The adhesive on the bending section was detached. The scope connector was cracked. The angulation was out of standard value due to worn out angulation wire. There were scratches found on the objective lens and scope connector. The investigation is ongoing, and this report will be supplemented when the legal manufacturer¿s investigation is completed or if new or relevant information is received later.

Event description:
Olympus was informed that the air/water flow was not sufficient during the use of the subject device. There was no patient or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the evaluation of the returned device. The evaluation found that the forceps elevator has foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the forceps elevator containing foreign material could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the initial reporter.